Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the anchoring sleeve of the right ventricular (rv) lead was lost in the cephalic vein and is in the pulmonary artery. The lead remains in use. No further patient complications have been reported as a result of this event.